Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and (B)(6)apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had oozing from the right femoral artery and had low platelets. The patient was given two units of packed red blood cells (prbc) and the site was re-dressed with surgi-cell and hemostatic discs were applied.

Manufacturer narrative:
He investigation into the access site bleeding ¿ major issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the access site bleeding issue was not determined since product was not returned and not much clinical description is provided.